Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield modified skull clamp (a1059) that during a craniotomy procedure was not able to lock the locking knob when the pins are installed on the patient. There was a 5 minute surgery delay with no patient adverse consequences.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. The mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed from the evaluation. The evaluation showed that the lock has rotational and lateral movement and a residue buildup is present. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.